Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 498-over 500 mg/dl, with high ketones. Ketone levels identified as life threatening by their health care provider. Elevated blood glucose levels were addressed by manual insulin injection, and changing the pump supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.